Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2004. About 2 weekslater, a fracture occurred at the initial extrusion of the connection between the PICC catheter and the suture wing. The PICC line was replaced.